Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed multiple supplies to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Reportedly the customer was using admelog insulin. Tandem technical support informed the customer the admelog is off label per the tandem user guide. Customer's blood glucose was 142 mg/dl.